Event description:
On (B)(6), the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving from his dario meter bg readings with 28 mg/dl difference. The user also stated that his bg was tested at his doctor's office, and his doctor informed the user that his dario meter was not giving the user accurate bg readings.

Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving a bg reading of 147 mg/dl from his dario meter compared to a reading of 104 mg/dl from his non-dario meter. The user stated that he had a routine doctor's appointment, where his bg was tested and found to be in normal range, and his a1c was 5.7%. The user was told that he doesn't have a bg concern anymore, however the user reported that he still tests every morning. The user reported that he opened a new cartridge of strips several days ago, and received high bg readings from his dario meter. During troubleshooting on the phone with dario's representative, it was determined that the user does not wash his hands before testing. Dario's user guide states in the section factors that may lead to inaccurate results: "your hands may not have been washed thoroughly." Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, who reported that with the new strips cartridge, he is now receiving from his dario meter bg readings that are within range for him. The user stated that he did not have any details regarding the old cartridge of strips, since he discarded them. The user told dario's representative that for one bg reading, his alcohol pad touched the test strip, which resulted in an inaccurate bg reading. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". The high and inconsistent bg readings may have been due to the usage of alcohol pads and not washing of hands before testing. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.